Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's pocket area was swollen and there was discharge. This was indicative of an infection. The implantable cardioverter defibrillator, atrial lead, left ventricular lead, and right ventricular lead were explanted. The patient was stable. Related manufacturer reference number: 2017865-2019-14783. Related manufacturer reference number: 2017865-2019-14785. Related manufacturer reference number: 2017865-2019-14786.